Event description:
The balloon catheter was used during a percutaneous transluminal angioplasty (pta) procedure. The balloon was placed in tight venous stenosis in the subclavian. It was reported the balloon would not deflate after being overinflated to 18 atm. It was noted the rated burst pressure (rbp) for this balloon model is 16 atm. The site reportedly using "full contrast." The physician used ultrasound guidance to puncture the balloon with a needle. The physician was able to fully remove the balloon without issue. There was no reported procedure delay or patient harm.